Event description:
Ulrich medical has identified a labeling issue on part number cs 3008-045, 6.0 mm diameter - 45 mm titanium rod for the tango rs screw and rod system. Several lots were laser marked as cs 3008-040 (6.0 mm diameter, 40 mm length) on the rod with a length of 45 mm. There is no risk to the patient, as the surgeon will measure the needed length of the rod insitu with a separate instrument. The instrument is then transferred to the tray to determine the appropriate length of the rod. Laser making part numbers on the rod are not confirmed by the surgeon but the length of the rod per the measuring tool. The issue was identified during incoming goods inspection by one of ulrich medical's customers. (B)(4). Ulrich medical will inform all other international customers of affected lots and have them immediately quarantined. Units will be shipped back to ulrich medical and replaced.